Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation by the legal manufacturer. The physical evaluation added wear of the black colored mount sealing on the handle unit. There was no visible damage to the cable unit. The purple/pink image defect was isolated to both a defective charged coupled device unit (ccd) and video cable unit. The exact cause of the defective ccd and video cable unit cannot conclusively be determined, however, based on previous investigations, the causes can potentially be attributed to the following: ccd: unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿ccd-holder to bumper sleeve. Unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to an asymmetrical alignment of the spring to ccd-holder before the bumper sleeve is joined. Pre-existing damage to the ¿ccd wire holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including optimization of the bumper sleeve bonding and the alteration of jigs. Video cable: cable pins of odu (video) connector are too small for shield cables. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. Manufacturing jig not fully suitable for soldering process. Soldering process at oste is not up to date. New guidelines for soldering process have been updated which improved soldering stability and manufacturability of good soldering joints. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The concerned scope was returned to olympus for evaluation and the customer¿s reported problem was confirmed. A green and pink colored image with vertical lines was displayed. The problem was isolated to both a defective video cable and charged coupled device (ccd) unit. Furthermore, fluid ingress was found throughout the inside of the scope. Particularly, inside the main body attributing to irreversible damage to the ccd sensor. The cause of the defective video cable and ccd cannot be determined at this time as the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus europe se & co. Kg (oekg) was informed by the customer, the endoeye high-definition ii, autoclavable video telescope has a ¿green image¿. The customer reported device problem was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.